Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated his controller is shutting itself off by itself for half dozen time, probably 2 months ago. Patient services (ps) asked clarifying question and reviewed controller function. Patient stated his stimulation turns itself off by itself not the controller. Ps asked patient to connect controller to implant and controller showed ins 70%, controller 100% charged. Ps reviewed therapy on/off button meaning. Ps reviewed the ins could shut itself off when ins battery level is very low. Patient stated ins is usually fully charged and stimulation is off. Ps recommend patient consult with healthcare provider regarding patient concerns and questions. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.